Manufacturer narrative:
The reported event of a pacing and high impedance anomaly was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During attempted implant, loss of pacing and high pacing impedance was observed on the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.